Event description:
When medtronic starfish tissue stabilizer, suction device, was removed from the heart after cas, a quarter size tear was discovered near the site where the stabilizer had been attached. Pt was put on bypass and the tear was repaired. Later that day pt was returned to o.r. For post-op due to continued bleeding and tamponade. Pt then stabilized.